Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up after receiving inappropriate atp for af. Programming changes were made. Patient was stable following the event. Device remains implanted